Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 56-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. The log confirmed the error message in the customer's report. The ECG fault was cleared up during a power cycle, but the user had switched to lead ii and did not re-apply defib electrodes. The device will not be returned, instead the customer replaced the multifunction cable as a precaution. Analysis for reports of this type has not identified an increase in trend.